Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the proximal right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that the stent was placed through the guide liner and physician felt resistance as the stent was passing through the calcified lesion. Physician decided to take the stent out and they noticed that the stent was damaged. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: numerous kinks were visible along the hypotube during analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th, 12th, 16th and 17th stent wraps, with struts raised. Deformation was evident to the distal tip, with tip appearing kinked. The guidewire lumen patency was verified with a 0.015 inch mandrel. A kink was evident along the stent/distal shaft, 2.2cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.